Event description:
It was reported that the patient experienced dizziness and bradycardia. It was also reported that the device was unable to be interrogated and there was no pacing output even with magnet application. The device was removed and replaced. No further patient complications have been reported with this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.